Event description:
It was reported that during patient use, the autopulse platform displayed a "patient not aligned" message, after the unit was turned on. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The customer reported that the problem was able to be duplicated the next morning and does not know when and how daily checks are performed. The customer also reported that they use two batteries and rotate them every morning. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.